Manufacturer narrative:
The physical device was not received. Cloud data for the period of 29aug2025-01sep2025 was downloaded and reviewed. Review of the cloud data found no evidence of issues with insulin delivery. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. As estimated glucose values increased towards urgent high (greater than 400 mg/dl), the amount of suggested automated insulin also increased until the max amount based on the user's total daily insulin (tdi) and subsequent adaptive basal rate was suggested. An automated delivery restriction alert was generated on the morning of 31aug2025 due to the automated algorithm suggesting the max amount of automated basal insulin for an extended period of time. This alert put the system into automated mode: limited, which resulted in the system beginning delivery of safe basal, the lower of the user's adaptive basal rate and manual basal program, until the alert was acknowledged and the system was put into manual mode. While in manual mode, the system was correctly delivering the user's manual basal program. The cloud data showed that for each bolus programmed and delivered, the total pulses delivered count tracked by the pod incremented appropriately, confirming that the pod was actively and successfully delivering each bolus. The bolus records in the cloud show that multiple boluses were delivered on 31aug2025 and 01sep2025, however only one 3.9 u bolus was delivered on 29aug2025 and only one bolus of 1.65 u was delivered on 30aug2025. No pod or system errors that would force pod deactivation and delay insulin delivery were observed in the cloud. No evidence of issues with the system were observed in the available data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at hospital kämperhof- koblenzer strasse 115 - 155 56073 koblenz (dr. Ayodele anifowose ) with hyperglycemia and what the reporter reported as ¿light ketoacidose.¿ the patient's blood glucose levels reached 348 mg/dl while wearing the pod between 37 and 48 hours. The reporter stated that ¿sensor issues played a role and bolus was not working,¿ however no further information has been provided. Symptoms reported include high ketones (3.5 unit unknown), frequent urination, nausea, vomiting, abdominal pain, and body pain. The patient was treated with sodium chloride intravenous, vomex for nausea, an unspecified pain killer via unspecified route, and insulin via an unspecified route. The patient was released three days later. It was unspecified when the pod was removed.

Manufacturer narrative:
After internal review on (B)(6) 2026 g3 was updated for the investigational findings date.

Manufacturer narrative:
Follow up was received on 20-sep-2025. B5 and h6 have been updated accordingly.

Event description:
It was reported that the patient had been hospitalized at (B)(6) (dr. (B)(6)) with hyperglycemia and what the reporter reported as ¿light ketoacidose.¿ the patient's blood glucose levels reached 348 mg/dl while wearing the pod between 37 and 48 hours. The reporter stated that ¿sensor issues played a role and bolus was not working,¿ however no further information has been provided. Symptoms reported include high ketones (3.5 unit unknown), frequent urination, nausea, vomiting, abdominal pain, and body pain. The patient was treated with sodium chloride intravenous, vomex for nausea, an unspecified pain killer via unspecified route, and insulin via an unspecified route. The patient was released three days later. It was unspecified when the pod was removed. Additional information received on 20-sep-2025. The patient reported they think that the bolus was not delivered because the cannula was maybe kinked. However, it was also reported the patient couldn't really remember but had spoken to someone about it in the hospital. Additionally, the dexcom g6 continuous glucose monitor sensor was changed on the (B)(6) 2025 at 10 pm. The patient woke up at 3 am on the (B)(6) 2025 with the high blood glucose leading to the reported hospitalization.